Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that during surgery for this 73 y/o female patient's shoulder, the surgeon attempted to fixate the coracoid block several times, once some fixation occurred the procedure continued. Later on in the case the block started to tilt and not allow us to get accurate readings to continue, as the block was being removed it was noticed that there was a small fracture within the coracoid at this point the surgeon fixed it with a #5 suture and we continued with the case as planned. Patient was last known to be in stable condition following the event. No x-rays were provided.